Event description:
Rayner intraocular lenses ltd received notification via a rep (B)(6) of an event that occurred following implantation of a rayner toric intraocular lens (iol). The event description provided states that "[the patient[ had bilateral "rayner toric" lenses implanted in 2010 with initially very good result. Recently she had become more photosensitive and feels that her vision is not as clear and examining her eyes I was interested to see what seemed to be very fine refractile deposits in the anterior and posterior surfaces of the implants". In correspondence with the rep in (B)(6), the healthcare professional stated "I first saw the changes nine months ago and there has been no significant deterioration that I can see since then".

Manufacturer narrative:
(B)(4). There is no indication within the available info that any remedial, correction or preventive action has been undertaken by the healthcare facility since the deposits were first observed in 2012. Rayner intraocular lenses ltd has requested additional info, including a clinical diagnosis (e.g. Deposits, opacification, calcification) from the healthcare facility to facilitate further investigation of the reported development of granular deposits in the anterior and posterior surfaces of the iol. The rep in new zealand is co-ordinating the f/u with the healthcare facility and has advised rayner that to date, no further info has been received. It is the intention of rayner upon receipt of any additional info to conduct an internal review of the data and to forward the data to a clinical consultant for further feedback.